Manufacturer narrative:
Manufacturer's investigation conclusion: the pump was not explanted and was therefore not available for evaluation. A direct correlation between the device and the reported events could not conclusively be established through this evaluation.the instructions for use lists stroke, neurological dysfunction, bleeding, right heart failure, hemolysis, and organ failure as potential adverse events associated with the use of the heartmate 3 left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Age of device: 6 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2018. It was reported that patient was critically ill was on venovenous extracorporeal membrane oxygenation (ECMO) and oxy-rvad support. Patient had high free hemoglobin, lactate dehydrogenase (ldh) and bilirubin. It was reported that the patient was noted to have decreased level of consciousness after multiple surgeries and prolonged intubation. CT scan was performed on (B)(6) 2018 which showed hemorrhagic sub-acute infarct. It also showed abnormal low-density area within the right cerebral hemisphere which represented underlying edema from sub-acute infarct with associated right frontal lobe gyral surface bleed. It was reported that patient had hemorrhagic pulmonary edema and right ventricular failure. Bleeding was observed around endotracheal (et) tube and chest tubes. Massive transfusion was initiated, chest was opened and packed. The patient continued with bleeding from lungs and underwent several bronchoscopies to remove clots but bleeding and oozing persisted. It was reported that the patient expired on (B)(6) 2018 secondary to pulmonary hemorrhage, intracranial hemorrhagic cerebro-vascular accident (cva) and multi-system organ failure. No further information was provided.